Manufacturer narrative:
The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed. The patient is showing as connected via merlin.net as of the closure of this investigation.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was presented with a bluetooth (ble) telemetry issue on the implantable cardiac monitor (icm). The patient will be brought into the clinic. No intervention performed and no patient consequences was reported.